Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the pump operating as intended. A specific cause for the reported bleeding and a direct correlation to heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 01:05:50 through (B)(6) 2020 at 15:59:51. One no external power alarm was captured on (B)(6) 2020 that appeared to be the result of partial battery depletion (investigated under (B)(4)). The pump speed remained above the low speed limit for the duration of the file, including the no external power event. Overall, power ranged from 4.8-6.9 w, estimated flow ranged from 3.4-7.1 lpm, and average pi was between 2.9 and 8.1. The pump appeared to be operating as intended. The center reported that the patient was admitted to the emergency room for a driveline site bleed. Multiple requests for additional information regarding the reported bleeding were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room for a driveline exit site bleed. A log file review was requested. Upon log file analysis it was discovered that there was a no external power event on (B)(6) 2020. This occurred because the patient allowed the external batteries to drain and did not respond to the low battery advisory and hazard alarms. The patient appears to have been sleeping on battery power when this occurred on (B)(6) 2020 at 2:43am. There was no interruption in pump support during this event. There were no other unusual events recorded in the log file event history. The mcs equipment was reportedly operating as intended.